Event description:
The user facility reported that the doctor was doing a left heart catheterization with right femoral artery access with a 7fr sheath. The doctor finished the left heart catheterization. During closing the anchor in the angio-seal did not exit the end of the sheath causing the angio-seal to not deploy properly. All components were removed from the body. The patient was in stable condition per the doctor. The procedure was a success. There were no other devices or equipment used with the reported product. Additional information was received on 20 jan 2023: a pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, it was good access. No issues on insertion, the device was deployed as they would normally deploy it, however, the angio-seal closure never exited the sheath. Hemostasis was achieved via manual pressure.

Manufacturer narrative:
Patient identifier: (B)(6). Lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed for non- deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).